Event description:
It was reported that this right ventricular (rv) lead exhibited a non specific product performance allegation. Further information was received that the patient opted for a loop recorder to be placed to verify the need for any pacemaker lead revisions/generator changes in the future. No adverse patient effects were reported. At this time, this lead remains in service.